Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient experienced an arrhythmic storm due to possible changes in blood level potassium, and was treated with multiple ineffective shocks. Undersensing was noted due to a low r signal. Further ventricular tachycardia and ventricular fibrillation episodes were treated with effective shocks, and it is believed the ineffective shocks were due to the patient¿s disease and changing electrolyte levels. The patient is in good condition and will be monitored and undergo further medical exams.